Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite and confirmed the reported problem. Upon troubleshooting, fse found suite pc software was corrupted. To resolve the issue, suite pc software was reloaded and implemented correction for software issue. After reloading suite pc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.